Manufacturer narrative:
D10: concomitants: (B)(6) 02-020-11-0325 - truliant ps cem fem ps cem right sz 2.5. (B)(6) 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 521-78-36 - threaded pin size 5.1 collarless 2pk. (B)(6) 521-78-36 - threaded pin size 5.1 collarless 2pk. (B)(6) a10012 - gps implant kit v2. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 63 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, and suffering, and mental and emotional distress. No further issues or complications were reported. No additional information is available.